Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found

Event description:
It was reported that at implantation this ipg (implantable pulse generator) did not work properly. The programmed lower pacing rate was 60 ppm, but the patient's heart rhythm was 50 bpm. After initial interrogation there was no ECG/egm in the programmer screen, after a second interrogation there was but there still was no pacing. Analyzer measurements showed satisfactory lead values. The patient's status was reported as "ok". The device was not used.